Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise due to internal lens, glued at image sensor on distal end, peeled off and also the most probable cause of the complaint(foreign material such as piece of cleaning goods stuck at one-way valve of venting connector) was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: pcf-h290zi IFU: operation manual ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited noise in image and foreign material such as piece of cleaning goods stuck at one-way valve of venting connector. There was no patient involvement.